Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance. The rv lead was cut off, partially explanted and replaced. No patient complications have been reported as a result of this event.